Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that a patient was on the cardiohelp machine on saturday, (B)(6) 2024, and the customer started hearing a grinding sound from the hls system. Customer moved the hls tubing set to a different cardiohelp unit to see if they would get the same sound, and they did. According to the customer they believe that they sucked in a blood clot from the patient that got stuck inside the pump head portion of the hls set and was possibly causing the sound. Customer changed out the hls set which making the noise for a new hls set and everything functioned normally with the new hls set. The patient had multi-organ failure prior to this issue occurring with the hls set, so customer didn't think the pump "issue" had anything to do with this. According to the customer they were possibly going to withdraw the patient from cardiohelp the day before this hls issue occurred on saturday. They left the patient on the machine for a couple more days and decided to withdraw them from therapy today (B)(6) 2024. The patient passed away after they took them off the cardiohelp. On 2024-11-05 additional information has been provided by the ssu (sales and service unit) that the hls set has not shown any clots while it was running. Only clot ever present was the one found after the circuit exchange and the pump was cleaned out. The clot was in the pump. Heparin with a goal of ptt range 40-60, was stopped on (B)(6) 2024 at 08:26 and restarted on (B)(6) 2024 at 11:22 due to bleeding. The event took place on 2024-11-02 at 10:50. None anticoagulation was used on the patient at the time of the event. Heparin was started on the patient on (B)(6) 2024 at 10:58. Due to reported death of the patient a report is required. The affected hls set was investigated in the getinge laboratory on 2025-01-28 with following conclusion: during the investigation no malfunction could be confirmed. A functional test was performed and the affected product functioned as expected. A medical review was performed by getinge medical affairs on 2025-02-06 with following conclusion: "the description of the complaint could not be reproduced within the investigation of lce. A constant flow could always be generated and maintained in the existing system, both with and without compressive load. In all the test steps carried out, no abnormalities were found - even with regard to unusual noise. The required flow values could be set in sequence and also achieved. Plausible pressure values could be documented during the entire test procedure. However, it is still mentioned by the ecls coordinator at mission, that clotting was present in the pump after the hls set was cleaned at the customer¿s side. It is possible that this caused the noise that was reported by the customer. The correspondence with the customer reports that a day before the event occurred the anticoagulation with heparin was stopped due to bleeding of the patient. It is possible that the missing administration of heparin may have contributed to clot formation inside the pump. Anticoagulation was started again a day after the event according to the customer. The goal for the ptt range was described with 40-60 sec. However, the exact ptt and act (activated clotting time) during the event remains unknown. It is mentioned in the complaint report that the patient had multi organ failure prior to the first appearance of the reported noise. This situation may explain the possibility for clotting to appear. Another potential root cause considered was magnetic decoupling of pump rotor and pump drive. However, this is likely as this would have been resolved by changing the hls set to another cardiohelp, which was done by the customer. Further, setting the rpms to zero reorients the magnets of the disposable pump rotor to the magnets (or electromagnets) of the pump driver. As the disposable was changed to another pump driver (cardiohelp), reorientation of the magnets would have occurred, eliminating the noise from a decoupled rotor. In the case of the complaint, the noise persisted despite exchange of the hardware. As stated in the complaint, ¿the patient had multi-organ failure prior to this issue [occurring] with the hls set¿. Therefore, it is assumed that the reported event was unlikely to contribute to the expiration of the patient given the stated comorbidities. Further, no mention of flow reduction (outside an expected interruption of flow during product exchange) was cited in the complaint narrative." Based on the investigation results the reported failure could not be confirmed. The production records of the affected product were reviewed on 2025-01-28. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. The customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0. 4.2 safety instructions for the extracorporeal circulation no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Weigh the benefits of extracorporeal circulation against the risk of systemic anticoagulation. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. 6.4 starting perfusion regularly check the effect of the anticoagulant medication (e.g., by measuring the act or ptt). If the blood flow is between 0.5 and 2.5 l/min, carry out a visual inspection for signs of coagulation in the tube system at shorter intervals. If necessary, increase the act or ptt values. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was on the cardiohelp machine on saturday, (B)(6) 2024, and the customer started hearing a grinding sound from the hls system. Customer moved the hls tubing set to a different cardiohelp unit to see if they would get the same sound, and they did. According to the customer they believe that they sucked in a blood clot from the patient that got stuck inside the pump head portion of the hls set and was possibly causing the sound. Customer changed out the hls set which making the noise for a new hls set and everything functioned normally with the new hls set. The patient had multi-organ failure prior to this issue occurring with the hls set, so customer didn't think the pump "issue" had anything to do with this. According to the customer they were possibly going to withdraw the patient from cardiohelp the day before this hls issue occurred on saturday. They left the patient on the machine for a couple more days and decided to withdraw them from therapy today ( (B)(6) 2024 ). The patient passed away after they took them off the cardiohelp. New information has been provided by the ssu (sales and service unit) on 2024-11-05: the hls set never showed any clots while it was running. Only clot ever present was the one found after the circuit exchange and the pump was cleaned out. The clot was in the pump. Heparin with a goal of ptt range 40-60, was stopped on (B)(6) 2024 at 08:26 and restarted on (B)(6) 2024 at 11:22 due to bleeding. The event took place on (B)(6) 2024 at 10:50. None anticoagulation was used on the patient at the time of the event. Heparin was started on the patient on (B)(6) 2024 at 10:58. Due to reported death of the patient a report is required. Complaint ID: (B)(4).